Manufacturer narrative:
The company rep examined the system and confirmed the right toe switch on the footswitch is not working. The footswitch interface printed circuit board (pcb) was replaced. The software was update. The system was then tested and met all product specifications. The system was found to have a serial number prior to the implementation of a new footswitch interface pcb to address the issue. An internal investigation was opened to address reported incidents of footswitch incidents of footswitch related issues. The root cause of the footswitch issues was found to be a combination of board grounding configuration, component ratings, and board layout issues. (B)(4).

Event description:
A customer reported a system not responding to the right down footswitch during a procedure. The cable and footswitch were replaced but the issue remained. The procedure was completed with the same system. There was no pt harm.